Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, lack of mobility, loss of range of motion, dysfunction and damage to surrounding bone and tissue as a result of friction of the cobalt chromium components. A review of invoice history confirmed the initial surgery date and found an invoice for a procedure that took place on (B)(6) 2013; however, an invoice could not be located for the revision procedure on (B)(6) 2007 and it is not known which items were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02109 & 02110).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Corrected data: this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-02109 / 02111 and 02173).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, lack of mobility, loss of range of motion, dysfunction and damage to surrounding bone and tissue as a result of friction of the cobalt chromium components. A review of invoice history confirmed the initial surgery date and found an invoice for a procedure that took place on (B)(6) 2013; however, an invoice could not be located for the revision procedure on (B)(6) 2007 and it is not known which items were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2007. Operative report further noted the presence of clear synovial effusion, impingement on the iliopsoas tendon, and a well fixed stem. All components were removed and replaced with competitor components. Further information received in the operative report noted patient underwent a right hip arthroplasty on (B)(6) 2010 where a competitor hip was implanted and a right hip revision on (B)(6) 2013 due to adverse local tissue reaction. Operative report further noted the presence of thickened hypertrophic material, clear effusion, black synovitis, caseous material around the trunnion, trunnion fretting and corrosion, and black debris. The competitor cup remained implanted. The competitor head, taper adapter and stem were removed and replaced with a biomet stem and modular head.